Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she¿s been experiencing a skin irritation since (B)(6) of 2011. Patient has consulted with her physician who has recommended that patient uses a secondary wound dressing. Patient reports that secondary wound dressing treatment is not working. At the time of her call to dexcom technical support, patient was feeling fine.